Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "one of her implants deflated¿. Clarification to d6a: implant date: augmentation occurred sometime in "2000, 2001 or 2002" received.

Event description:
Healthcare professional reported, "one of her implants deflated¿. For unknown side. Device remains implanted.